Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision computer was not booting. The device was outside of clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not booting. Review of system log file confirmed the flexvision pc malfunction. Upon troubleshooting, fse found that the drive bay was not booting up. The philips engineer replaced flex vision pc, reloaded software, restored back up configuration and loaded new license files. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the failure of the flexviosn pc and identified failure was due to missing component-drives. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.